Event description:
The customer reported that the system exhibited multiple errors upon system start up. These errors are likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply was evaluated and replaced. The associated vertical lift wiring was also repaired. The system was tested and found to be working as intended and returned to service.